Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the flow valve to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was delivering a higher amount of tidal volume than expected.